Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at 1820 a 240ml infusion of d17% tpn was programmed at 10ml/h, to infuse over 24 hours, however at about 2330 the bag was found to be empty. The patient was transferred to a higher level of care to stabilize, and has since returned to acute care. The customer reported that there was no tubing leak.

Manufacturer narrative:
Additional information provided by customer medwatch. Concomitant products: (2) non-bd extension sets, therapy date (B)(6) 2016. (B)(6). The customer¿s report of an overinfusion was not confirmed. The pcu event log showed that at 6:22 pm on (B)(6) 2016 the pump module was programmed for a delay for 15 minutes. The door and flo stop were opened at 6:23 pm. At 6:33 pm the infusion of tpn 250ml was then started, cancelling the delay. At 6:34 pm, the rate was changed to 10ml/hr and the vtbi to 30ml. At 8:00 pm, the vtbi was changed to 40ml and again at 10:04 pm, the vtbi was changed to 40ml. At 11:34 pm, the device alarmed for fluid side occlusion and it was channeled off at 11:38 pm. The volume recorded as being infused during this period was 50.18ml. The starting volume of the fluid container cannot be determined from the device logs. Functional testing found the pump module to be delivering fluid within specification. The root cause of the reported overinfusion was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "tpn hung 1820 with double check. At 1930 rn checked tpn with outgoing nurse. Set at 10ml/hr as per order. At 2000 reset tpn to 10ml/hr. 2200 reset tp to 10ml/hr. 2330 IV pump alarmed bag empty- tpn bag was empty. Called pharmacy and pediatric surgery md and made aware. Vital signs were stable except for rectal temperature 35.6. Glucose was checked and was >500. Surgery made aware and ordered bmp, magnesium, and phos. Glucose 551. Potassium 4.8. Md ordered fluids. Neo md assessed pt. Pump and tpn saved. Patient transferred to nicu. Became hypoglycemic and required dextrose boluses, is stabilizing. Pt did well and is back on acute care unit. Pump when checked was at rate of 10ml/hr."